Manufacturer narrative:
(B)(4). Report source foreign - (b)(64). Visual inspection of the returned product found unknown debris throughout the sterile pouch. The debris was sent for further analysis. The ftir spectrum of the unknown debris sample matched the ftir spectra of skin (keratin and callogens). Sterility has been compromised. DHR was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that foreign material was found in sterile packaging approximately three and a half (3.5) months ago. There was no patient involvement and no surgery occurred. Attempts have been made and no further information has been provided.